Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the knife wire was broken; the broken wire was noted burnt and melted and the tip of the wire coating was noted torn. When measured, the knife wire was verified within olympus specifications for outer diameter, length and wire coating. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the single use 3-lumen sphincterotome v knife wire was damaged and sparked during an endoscopic retrograde cholangiopancreatography procedure. The intended procedure was completed. There was no patient impact, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add additional information provided through follow-up (d10, b5). Correcting b2: "other serious (important medical events)" should not be checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cutting wire breakage occurred due the cutting wire where the wire coating was torn encountered the distal end of the endoscope when the forceps elevator was raised. Leading to an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, the root cause could not be determined. A likely factor causing tears of the coated portion of the cutting wire was that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. However, the exact cause could not be determined. The event can be prevented by following the instructions for use which state: "since the knife wire must be very thin, it can be used if the length of contact with the duodenal papilla is short, if the high-frequency output is high, if the wire is energized while in contact with the metal part of the endoscope, or if the wire is stretched too tightly. May cut the knife wire. When the knife wire is cut, if force is applied in the direction of tensioning the knife wire, the proximal part of the cut knife wire will be pulled in the direction of the endoscope, and force will be applied in the direction of pushing the knife wire. If you have it, it will be pushed out in the direction of the nipple or bounce sideways. If the knife wire is cut, immediately stop the power supply, pull the slider on the operating part completely, draw the cut knife wire into the tube, and then quickly pull out the product from the nipple. A broken knife wire can lead to perforation, hemorrhage, bile duct laceration, and damage to the endoscope. When inserting or removing this product from the endoscope, slightly pull the slider and advance/retreat while keeping the knife wire along the curvature of the tube. If the forceps base of the endoscope is advanced or retracted while the knife wire is bent, the metal part of the forceps base may come into contact with the knife wire and scrape off the coating. Do not apply electric current with a torn or scratched wire coating in contact with tissue. If a torn or scratched wire coating is in contact with tissue and current is applied, the current may leak, resulting in reduced output or unintended tissue burns. If you feel that the product is not sharp when energized, remove the product from the endoscope once and check that the wire coating is not damaged, such as torn or scratched." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received through follow-up: there were no adverse events and the patient is in good condition.